Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation was on, it was turning off. Additional info has been requested, a follow-up report will be sent if additional info becomes available.